Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2022.it was stated that the balloon burst. The customer stated that no pieces of the balloon detached inside the patientthere were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).